Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 245 mg/dl after a recent meal, had 17 units of insulin on board, and completed a full supply change without assistance; subsequent follow-up showed a reading of 239 mg/dl with a downward trend despite additional food intake. Investigation of this case revealed that blood glucose trended downward following supply change and continued use, and no device malfunction was confirmed. No symptoms associated with elevated blood glucose was reported. Outcomes included no injury and no need for medical intervention. It was concluded that the cause of the hyperglycemia was unclear and that the device was able to continue functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.